Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they spoke to the rep on the 24th of march and yesterday regarding issues. Pt stated that they usually work with a certain rep, but he was on vacation. Pt stated that last night pt couldn't charge the controller, and it would stay at 30%. Pt stated that all of a sudden "it just stopped." Pt stated they were charging for over an hour and it stopped and the screen had a red triangle with an exclamation point and said software problem (details unknown). Pt stated that today it was "totally off, it's dead, it was nothing." Pt stated that the battery for the controller was charged at 70% and now the controller is off. Pt stated that last week they went to charge and the controller was at 100%. Pt mentioned that when they went to charge their implant, the battery inside of them charged "super fast, it usually takes over an hour to charge." Pt stated that they went to see dr and noticed that the battery had a good amount left as it usually takes them 4 days before they have to charge again. Patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power cord; pt confirmed controller powers on. Pt inserted the battery pack and confirmed controller is 0% and implant is 0%. Pt confirmed that the green light was flashing on the controller. Ps explained to pt that they need to charge their controller up, and then charge their implant. Pt confirmed that the donut on the recharger (rtm) gets "really warm". An email was sent to the repair department to replace the rtm device. Pt stated they were concerned that the battery was not charging the controller. Ps explained the duration it can take to recharge if the controller is depleted.